Event description:
Facility reported on 3/3/94 c.a.p.d. Pt. Had extended life transfer set replaced. On 3/22/94 pt reported to facility that the transfer set applied on 3/3/94 was not staying closed properly, allowing peritoneal fluid to leak out between exchanges. Transfer set changed.